Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery and during the load sequence. The customer's blood glucose (bg) level was 147 mg/dl at time of report. The customer successfully loaded a new cartridge and resumed insulin delivery, and also indicated that manual injection supplies were available.